Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the nozzle split during iol implantation, while inside the capsular bag. The healthcare professional reports difficulty in removing the injector from the capsular bag; however, confirms it was retracted from the eye without injury or impact to the patient. The lens haptic was cut to achieve implantation. Post-operatively, the lens has been confirmed to be well centered and the patient's vision is as expected. The device has not been returned to rayner. Our review of production records for the rayone aspheric ra600c batch 052191040 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distirbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052191040. There is insufficient evidence and information available to establish root cause.

Event description:
On 15th may 2024, rayner received notification from a healthcare facility in france of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector nozzle split during iol implantation.